Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The device is used. The shaft is bent and a metal piece has been detached. No sutures returned with device. Product was out of package, no packaging returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per the complaint details, we cannot rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. It was reported, the broken shaft of the q-fix was removed from the patient. The visual inspection confirmed the shaft is bent, and a metal piece has been detached. It is unknown if the IFU was adhered to. Based on the information provided, it was reported that while imaging examination after mpfl procedure, a piece of metal was found left in the patera (imaging was not provided). The metal piece is comprised of 304 ss which is non-implantable, however, since the piece is retained inside of the patera, micro-motion and or migration of the retained metal piece is unlikely. Based on the information provided, a 30-minute delay was reported. It is unknown how the procedure was completed or the status of the patient. Therefore, the impact to the patient beyond that which has already been reported cannot be determined. Should additional medical information be provided, this complaint would be re-assessed." It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: 1) excessive force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that while imaging examination after mpfl procedure, a piece of metal was found left in the aptera. The broken shaft of the q-fix was removed from the patient. A 30 minutes delay was reported. The piece was left in patient. No further information available about how the procedure was finished.